Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 400 mg/dl. The customer took a correction bolus to stabilize bg level. During the call with tandem technical support, the customer declined to troubleshoot and noted air bubbles at the luer lock. Reportedly, the customer sometimes disconnects at the luer lock. The customer was instructed not to disconnect at the luer lock.

Manufacturer narrative:
.